Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/07/2015 with the following findings: visual inspection revealed that the keypad button cover was peeled off of the pump. Investigation showed that the up arrow, down arrow and okay buttons responded to presses intermittently. The contrast button does not respond to presses because the contrast button contact was missing. Contamination was found under all other button contacts. Unrelated to the original complaint, the display was found to be dim; the letters have a red hue. Additionally, the battery compartment was cracked along the side of pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging under responsive up arrow, down arrow, and okay buttons. Additionally the keypad was said to be missing/peeling. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.